Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product information for use contraindications section states "the flexi-seal signal fecal management system should not be used on individuals who have suspected or confirmed rectal mucosal impairment." The patient in this case had a history of colitis and was taking flagyl concomitantly. The product information for use additionally states that under no circumstances should the balloon be inflated with more than 45ml of fluid. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Further follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 14, 2016 , (B)(4).

Event description:
Complaint from a nurse reporting an inflation issue with the device. Reporter stated "patient with inserted fms device developed toxic mega-colon due to enlarged balloon" after seven (7) days of use. The reporter stated, "when balloon was removed it was noted to have 400cc of fluid instilled." The patient had been receiving vancomycin enemas via the device and it is not known if vancomycin was in the balloon. The patient underwent a laparoscopic loop ileostomy surgery and a new flexi seal signal device was instilled.